Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument clip engagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier to perform failure analysis. The instrument was analyzed and found that the instrument failed mechanical engagement when placed in the system. The input disks failed to engage with the sterile adapter on multiple attempts. A review of logs showed an error code 22020 ¿installed large clip applier failed to engage on usm3 (grip axis failed to engage).¿ root cause of this issue is attributed to broken inputs. Additionally, the instrument was found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken input disks, the instrument failed engagement. Common causes of this failure mode are typically attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint regarding instrument could not engage the clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the large hem-o-lok clip applier instrument could not engage the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2023: the instrument was inspected prior to use and no damage was noted. The incident occurred during second clip application while the surgeon attempted to clamp on a vessel or tissue bundle. Surgeon was using a large weck hem-o-lock clips for the instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). Customer resolved the issue by using a backup instrument. There are no photos or video recording available for isi to review.